Event description:
The customer reported that there were intermittent communication failure error message. This error resulted in an intermittent loss of fluoroscopic functionality and required a reboot to regain normal functionality. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The cpu pcb was evaluated and ordered for replacement, no conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.